Manufacturer narrative:
The referenced unit was returned to olympus for service. The customer¿s reported e433 error was confirmed, which was found to be due to a defective relay board and the hand switch function could not be activated using (test) hand switches due to a defective motherboard. The motherboard was noted to be an older version. Additionally, the unit was received with a damaged (cracks around the edges and sockets) of the front panel and a worn-down footswitch connector attributing to the footswitch to not work at times. The unit has an older version of the lvps cable, psu and older software version. The investigation is ongoing; therefore, the root cause of the reported event cannot be conclusively determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the biomedical engineer at the user facility that the customer high frequency electro-surgical generator unit reportedly had an ¿error e433¿ during procedure. The procedure was completed using another similar device. There was no delay and no death, injury or harm was reported. The unit will be returned to olympus for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was returned for evaluation. Based on the results of the legal manufacturer's investigation, it was identified that a design change of the generator board was initiated in mid-july 2020. The subject device of this report was manufactured prior to that design change. Olympus will continue to monitor the field performance of this device.